Manufacturer narrative:
Product ID: 9736113 version: 1.0.5. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while booting up, the system showed a black screen with the cursor. After trouble shooting with technical services (ts), pressing the ¿f¿ key resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating after the trouble shooting and resetting the software through grub, the system would not shut down properly. It was noted if the system was shutdown from the splash screen, the system blue led for power remains on and the monitor displays "no input detected". However, if the system was shut down from inside the ent application, the blue led turns off and the display goes dark indicating a proper shut down.